Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform operating current, a21 error, self-test and displacement test or verify blank display due to cracked and bleeding lcd glass. Device had cracked case at display window corners and cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer also stated that the insulin pump had cracked on the right side of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.